Event description:
It was reported that syringe s2 5ml 22ga 1-1/4in bd china contained foreign matter. The following information was provided by the initial reporter: "a black foreign matter was found during hypo¿s needle operation, resulting in a waste of liquid medicine worth about 200. Only pictures were returned the department with the problem is: CT room, which cannot provide contact information green claims needed."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 1902183. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, foreign matter was observed. The foreign matter was identified as printing foil particles. The process used to print the scale on the bd discardit syringe is called hot stamping. This process involves a heated metal stamp that transfers the scale from the printing foil to the barrel. In some cases, due to a clog in the printing station, the foil must be cut by the operator. During the cutting process, some particles can remain within the machine and become introduced within the product. Due to the stringent preventive measures in place, we are confident that this was an isolated incident with an unlikely occurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 5 ml 22ga 1-1/4 in bd (B)(6) contained foreign matter. The following information was provided by the initial reporter: "a black foreign matter was found during hypo¿s needle operation, resulting in a waste of liquid medicine worth about 200. Only pictures were returned the department with the problem is: CT room, which cannot provide contact information green claims needed".